Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had intraperitoneal mesh implanted and days later that needed to be re-operated for intestinal perforation. It was verified that the staples produced a relief (prominence protrusion) on the surface of the intra-abdominal wall to which the intestinal loops adhere, and decubitus might occur at that level.